Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that although the device passes operational check, within a few minutes the device fails the automated self test displays a red x with an indication of a therapy board failure. There was no pt involvement.